Event description:
It was reported that high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed, and the rv lead was dislodged from the implant position. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.